Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Lead testing showed a greater then 3200 ohm impedance. It is unknown at this time if the lead will be explanted. On (B)(6) 2012 - this lead is still implanted. On (B)(6) 2012 - this lead is still implanted. On (B)(6) 2015 - this lead was explanted on (B)(6) 2013 and was replaced with another pacing lead. This is now reportable to the FDA.